Manufacturer narrative:
The patient reported having a prior issue and hospitalization related to the remunity pro pump; however, the exact date of this event was not provided. Therefore, the event date (b3) was not provided in this report as it is unknown. Efforts to obtain additional information relevant to the reported event from accredo health group, inc. Are ongoing. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 30-dec-2025 from accredo health group, inc. And forwarded to millyard advanced medical products, llc on 31-dec-2025. It was reported that the patient's transition to the remunitypro system in (B)(6) 2025 resulted in the patient being hospitalized for three days. At the time, the patient was unable to get the remunitypro pump to work; however, no further details regarding the specific device issue were provided. Information provided by accredo health group, inc. Indicated that the device issue had been previously resolved and that no further intervention was required.